Manufacturer narrative:
Other relevant device(s) are: product ID: 9735129, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion procedure. It was reported that the spine clamp had a broken screw head and was stuck open. The site used another clamp for this procedure. There was less than an hour delay to the procedure and no reported impact on the patient¿s outcome.